Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation; however, upon inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.